Event description:
It was reported that the burr was detached. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, two passes were made in the proximal rca. Upon the third and final run for ostial (rca), the burr was detached from the advancer. The wire was pulled back to meet the burr and the whole system including guide. The procedure was completed with no complications reported. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The system was returned with the burr catheter connected to the advancer. The distal portion of the rotapro returned inserted into a non-bsc hemovalve which was connected to a guide catheter. The rotapro was removed without issue. There was additional non-bsc tubing attached to the saline infusion line which was removed without issue. Visual inspection of the device found that the coil was detached at the burr. The detached burr and was returned on a rotawire. The rotawire was able to be removed from the rotapro system and the detached burr without resistance or issue. The coil was found to be stretched 3cm in length from the detachment.

Event description:
It was reported that the burr was detached. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, two passes were made in the proximal rca. Upon the third and final run for ostial (rca), the burr was detached from the advancer. The wire was pulled back to meet the burr and the whole system including guide. The procedure was completed with no complications reported. The patient was stable post procedure.